Event description:
Complainant alleged that during biomed testing the device failed to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical. The device's system board was removed and returned; however, evaluation of the system board did not replicate the reported malfunction.